Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The chronic total occlusion (cto) target lesion was located in the moderately tortuous left anterior descending (lad) artery and left circumflex (lcx). A guide catheter was advanced and the lesion was pre-dilated with a semi compliant balloon catheter. A 3.50x20mm promus element¿ plus stent delivery system (sds) was selected and implanted to treat the lesion from the mid lad to distal lad. Post dilatation was performed using a balloon catheter. During post dilatation, it was noted that the stent foreshortened at the proximal end. The procedure was completed with the implant of a 3.5x16mm promus element¿ plus stent in the lad to cover the foreshortened stent and another 3.5x16mm promus element¿ plus stent was implanted in the lcx. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).